Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review the stored information in this pacemaker. Upon review, farfield oversensing in the right atrial channel was observed. This pacemaker remains in service. No adverse patient effects were reported.